Manufacturer narrative:
Evaluation: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on ) was confirmed. As received, the monitor was unable to power on. The cause of the monitor not powering on was a flash memory failure (components u102 an u105) on the ca/board. An intermittent connection s discovered at pin a25 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was unable to power on .